Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 18 mmol/l (324 mg/dl) while wearing the pod between 49 and 71 hours. Upon removal from the infusion site on the leg, the pod¿s cannula was found to be bent, and the patient observed traces of blood as well as leaking during wear. The patient also reported receiving automated delivery restriction messages and had multiple questions regarding automated mode, activity mode, and general operation of the omnipod system to help stabilize blood glucose levels. As part of treatment, the patient applied a new pod.